Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken on posterior side assessed as surgical damage and missing piece shell assessed as inconclusive. Additional observations: no other observation observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4)¿ fluid leak for the period of (B)(6) 2021 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side "deflation". The device remains implanted.

Event description:
The device has been explanted.